Event description:
During pacemaker f/u, the programmer power supply was inadvertently removed. When programmer was powered up again, messages were displayed and when ok was clicked in one of these messages, the programmer shut down again. Finally, it could be restarted, but all info in the description column in info tab was not displayed. After a software version 2.36j was installed again on the programmer, normal operation was resumed. An explantation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.